Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Top case cracked at front right corner. Check clutch / plunger lever error was found in pump event history log. Reported problem was able to be duplicated during occlusion test. Position potentiometer was unplugged. The root cause of the reported issue was unable to be determined. Actions were taken to mitigate the reported issue: realigned flippers.

Event description:
It was reported that the device was presenting with check clutch/ plunger lever error message. No patient injury was reported.